Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport slim. Post procedure on (B)(6) 2026, the patient experienced severe chest pain. An angiography performed in the interventional radiology department revealed contrast agent extravasation, confirming a problem with the catheter. Upon removal, the catheter was found to have fractured at the locking mechanism. Catheter was removed and replaced. The current status of the patient is unknown.